Event description:
It was reported that the patients non-rechargeable ipg reached its end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted ipg was discarded.